Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) ii result that was confirmed with (B)(6)confirmatory testing is unknown. The customer's quality control results were acceptable at time of the confirmed (B)(6) result and the follow up (B)(6) result. There is no patient sample available for further investigation. No conclusion can be drawn. The instructions for use (IFU) under the limitation section for (B)(6) confirmatory states the following: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)." The instruction for use (IFU) under the limitation section for (B)(6) states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." Please note that the customer contacted (B)(4), a distributor, with regards to the reporting of this complaint. (B)(4) was the initial reporter to siemens. (B)(6).

Event description:
A falsely confirmed advia centaur xp (B)(6) ii result was obtained on a patient sample when the customer performed (B)(6) confirmatory testing. The patient sample was (B)(6) for (B)(6) and the result was confirmed as (B)(6). The result was considered discordant when compared to follow up (B)(6) ii test results that were (B)(6). There was no known report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) confirmatory result.